Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia on unknown date. The customer¿s blood glucose level was 500 mg/dl at time of incident. The customer¿s current blood glucose level was 416 mg/dl. The customer declined troubleshooting. Insulin pump's clear plastic ring was broken. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
This device was originally analyzed under MDR number 2032227-2020-160674. Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. (B)(4).

Manufacturer narrative:
The auto mode information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer was using dexcom sensor hence auto mode was not in use at the time of incident.